Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 at 8:30 pm with blood glucose of 262 mg/dl. The customer¿s current blood glucose level was 189 mg/dl. The customer was hospitalized due to high blood glucose level due to insulin flow blocked alarm. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer reported that the site had irritation. The customer reported that the cannula was bent. The customer performed high pressure test and it passed. The customer experienced symptoms such as nausea, heart race and vomiting. The customer was treated with manual injection and fluids 7 units in humalin regular insulin. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.